Event description:
The customer reported that she felt the insulin pump was over delivering insulin. The customer stated that she has to maintain her blood glucose levels above 250 mg/dl to avoid suddenly dropping into the 40 mg/dl range. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer stated that she has been making adjustments to the insulin pump settings without first discussing them with her doctor. Advised that she should first discuss with her doctor prior to making any changes to the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.